Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Recently, the patient had suffered from pain therefore the patient underwent revision. Although the definite diagnosis had not been made by CT and MRI images, the image of osteolysis was found around the upper part of the cup and the proximal lateral part of the stem. During the surgery the surgeon found soft tissue reaction in the articular capsule and the muscle tissues around the hip joint, but he reported they seemed not to be serious. There were blackened part and black substances on the stem taper and the taper in the head. There was no problem with the fixation of the implants. It was reported that there was no infection.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary tha for oa had taken place on (B)(6) 2008. Recently, the patient had suffered from pain and the surgeon suspected the possibility of infection and the complication caused by mom. Therefore the patient underwent revision on (B)(6) 2016 at the reported facility after visiting another hospital for second opinion. Although the definite diagnosis had not been made by CT and MRI images, the image of osteolysis was found around the upper part of the cup and the proximal lateral part of the stem. During the surgery the surgeon found soft tissue reaction in the articular capsule and the muscle tissues around the hip joint, but he reported they seemed not to be serious. There were blackened part and black substances on the stem taper and the taper in the head. There was no problem with the fixation of the implants. It was reported that there was no infection. He replaced the metal insert and the head with a 32mm poly liner and another head respectively. The cup and the stem remain in the body. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary tha for oa had taken place on (B)(6) 2008. Recently, the patient had suffered from pain and the surgeon suspected the possibility of infection and the complication caused by mom. Therefore the patient underwent revision on (B)(6) 2016 at the reported facility after visiting another hospital for second opinion. Although the definite diagnosis had not been made by CT and MRI images, the image of osteolysis was found around the upper part of the cup and the proximal lateral part of the stem. During the surgery the surgeon found soft tissue reaction in the articular capsule and the muscle tissues around the hip joint, but he reported they seemed not to be serious. There were blackened part and black substances on the stem taper and the taper in the head. There was no problem with the fixation of the implants. It was reported that there was no infection. He replaced the metal insert and the head with a 32mm poly liner and another head respectively. The cup and the stem remain in the body. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Addendum added 23-august-16. Following receipt of products and a 3rd party report the complaint was re-opened. Further investigation by bioengineering identified no device deficiency and no requirement for any further investigation. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.